Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested; however, no further information is expected. The reporter has no further details. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two days following a cataract extraction and intraocular lens (iol) implant procedure, the patient experienced poor vision and was diagnosed with endophthalmitis. The lens remains implanted. Additional information has been requested; however, no further information is expected. The reporter has no further details.